Event description:
It was reported that the ventilator generated an alarm indicating a communication or control error during start up. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating a communication or control error during start up. The field service engineer confirmed the reported problem and replaced the control printed circuit board (pcb) according to the recommendation in the service manual. The ventilator was returned to the customer after passed functional tests. No device logs were received and no part was returned for investigation despite requests. If a defect related to the reported technical error code appears during startup, an audiovisual alarm will be generated and ventilation cannot be started. If the defect appears during ventilation, ventilation will stop and the user will be notified by a generated alarm and the corresponding technical error code. The conclusion is that the field service engineer replaced the control pcb according to the recommendation in the service manual. As no part was returned and no device logs were received, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).